Event description:
Add'l info rec'd from rptr 4/17/02. The pt was admitted to the hosp for intractable vomiting and abdominal pain. Pt has been taking prilosec and carafate for confirmed gastric ulcers (reported previously) with initial improvement, but symptoms were uncontrolled at the time of the admission. In evaluation of vomiting and pain, the pt was found to have a bowel obstruction. Pt was taken to surgery for exploratory laparotomy and lysis of obstructing small bowel adhesions. Pt recovered well from that and was observed off parenteral narcotics and was taking po medications by mouth. On the day of discharge pt was anxious to go home. Pt was discharged with presciptions for ms-contin, oxycodone, prilosec, carafate and phenergan suppositories prn. Pt is being followed closely to monitor any change in status.

Event description:
Pt with metastatic colon cancer to the liver underwent repeat therasphere treatment to the left lobe of liver. Pt received 130 gy during uneventful infusion. A month later the pt went to oncologist for epigastric pain radiating up into chest and increasing with eating. Pt was referred for esophagogastroduodenoscopy that showed small superficial gastric ulcers. Biopsy for clo-test was negative. Pt was given prescriptions for prilosec and carafate 4 times a day and pt noticed some improvement of the above symptoms within a few days. Pts enrolled in therasphere study prophylactically receive prilosec to prevent possible gi irritation from radiation. Pt is being followed closely to monitor any change in status.